Event description:
Lead shield broke from its support mounted from the ceiling and fell towards the floor. The operator of the shield was holding it when it broke away from the support. The pt was not injured. Per MFR protective shield fell-weld broke. Upon inspection of the returned window frame, it was discovered that there was damage to the welded pivot from some previous impact. A safety cable was installed inside the pivot and the pivot was re-welded and re-enforced.